Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal four tampons had the string break leaving the tampon inside. She was able to remove the tampons with tweezers. She went to her doctor the next day due to anxiety about the incident. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product, however, no further information has been received.